Event description:
(B)(6) patient has had adverse reaction to a nocturnal enuresis alarm. The parents of the child purchased an alarm from USA on recommendation of physician. The alarm was used only for 1 night and that night, just for 1 hour. Within an hour, the device has injured the child¿s neck by causing burns. It appears that the alarm was used correctly but something within the alarm caused it to heat up and caused some kind of short circuit which resulted in a lot of hot temperature from the device.